Event description:
It was reported that the ilet user had no continuous glucose monitor (cgm) sensors for several days, the device entered bg run mode, and bg run subsequently expired, after which the device stopped automated dosing and required a new sensor to resume therapy. No symptoms or adverse clinical effects were reported. Outcomes included temporary interruption of automated insulin dosing, with the user utilizing backup therapy until a replacement sensor is obtained. Investigation included review of device behavior and user education on bg run functionality and expiration. Investigation of this case revealed a usage error of not comprehending the device stopped dosing with expected device behavior when cgm data was unavailable and bg run expires, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related and related to loss of cgm sensor availability, resulting in intended safety shutdown of automated dosing.